Event description:
Reporter alleged obtaining the results of 187 mg/dl, 78 mg/dl and 95 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took 10 units of humulin and 500 mg of metformin after all 3 tests. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.